Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 178 mg/dl. Alarm and possible causes were explained to the customer. Customer reported the insulin pump was in her pocket and she felt it going off, when asked if she recalled any significant events that may have caused the device to alarm. Customer was advised to revert to back-up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratches on lcd window and cracked case at display window corners.